Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (motor issue) issue. Reportedly, loading stopped short of what the cartridge was filled to and the rewind/load step had to be repeated several times before the pump will complete the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/22/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found several consecutive attempts to rewind and load. In addition, no cartridge detected warnings were recorded after the rewind/load steps. On investigation, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without any incidences. The pump displayed the correct number of units set in the cartridge after the load step. Force sensor calibration and force sensor resistance readings were within specifications. No defects were found with the motor assembly. The reported prime issue was verified in the black box but not duplicated during the investigation.